Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the device, intended for use in treatment, was not returned for evaluation but the picture was reviewed, and the fracture of the device was confirmed. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable, damage may occur during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during set up for a thr, it was noticed that the lnr impactor hd ii 32mm was cracked. There was no significant delay and the procedure was finished using a smith & nephew back up. Patient was not harmed.